Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): a visual examination of the returned device revealed that the jaws were open in the "l" position. Functionally, the jaws were not able to be closed. The curves were measured; both curves were found to be out of specification. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint that the jaws were not able to move. However, the device was received with the jaws open in the "l" position and the jaws were not able to closed. The evaluation found that this condition could be attributed to improper curve forming. Since a specific cause cannot be identified, the most probable root cause is undeterminable. An investigation is underway to address curving issues. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
This event has been deemed a reportable event based on the investigation results; jaws will not close. It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the jaws would not open. There was no resistance felt when they actuated the handle of the device; the jaws would not move at all. Additionally it was noted that there was no other damage to the device. The procedure was completed with another radial jaw 3 pulmonary biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.